Manufacturer narrative:
Conclusion: this complaint describes the use of the absorbable hemostat during a meningioma removal procedure and the product being left in situ. The instructions for use clearly warns against using the product in/near bony confinement and indicates that the product must always be removed when used in proximity to foramina in bone, areas of bony confine, the spinal cord and/or the optic chiasm regardless of the type of procedure, because surgical hemostat, by swelling may exert pressure resulting in paralysis and/or nerve damage.

Event description:
It was reported that the patient underwent a center-right parietal parasagital meningioma (that was corresponding to the sites of the motor cortex) removal in 2007. During the procedure, bleeding occurred and some cut pieces of the absorbable hemostat were used in the head. The approximate size of these pieces were the size of a stamp. The product was then left in situ to prevent any further bleeding. The post-op course was normal with a left paresis that subsequently regressed. After about 25 days from the procedure, the patient experienced bilateral arm and leg paralysis. A cat scan performed showed two big masses located in the head, which seemed to be foreign body reactions. The following month, the patient underwent a second procedure. During this procedure the two masses were ablated. No infection was noted. The histologic exam of the mass showed a exudate-necrotic, hemosiderinic, granulomatosis, gigantocellular flogosis due to foreign body and reactive gliosis of the examined material. At this time, the patient is slowly recovering, and with residual left arm hemiplegia.